Event description:
It was reported that this pacemaker reverted to safety mode operation. The replacement procedure was scheduled, but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.